Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
The tip of the primary guide assembly broken when the doctor tried to compress the plate on to the rib bone. There was no adverse effects to the patient.